Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged death is related to v.a.c. Therapy. It cannot be determined when the foreign body alleged to be v.a.c whitefoam material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This repot is being filed due to possible user error.

Event description:
The following info was reported to kci by the physician : a pt with an orthopedic type wound was re-admitted to the hospital due to a retained foreign material alleged to be v.a.c. Whitefoam dressing. Dates not proved. No additional information was available.